Manufacturer narrative:
The device was returned to olympus for inspection. The device was returned with no customer allegation. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the complaint was traced to component failure, expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited the adhesive around objective lens had a crack.. There was no patient involvement.